Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, the air or water tube and air or water cylinder had foreign materials, likely a result of insufficient reprocessing. Additional evaluation findings: the grip, switch box and universal cord had a scratch; air or water cylinder and suction cylinder had no color; witch flexible printed circuit unit cover had corrosion due to water leakage; water tightness is lost due to a scratch on plug unit; scope connector case unit was dirty and switch flexible printed circuit unit cover had corrosion due to water leakage; circuit board unit in suction connector, scope connector cover and cable unit had corrosion due to water leakage; plastic distal end cover had a chip; connecting tube had buckling; additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During inspection and testing of the device by olympus, the air or water tube had foreign materials, likely a result of insufficient reprocessing. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed since the reprocessing was not conducted properly due to leakage from the plug unit. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.